Manufacturer narrative:
The customer did not have an alternative power source in order to determine if the issue was with the pump or the power supply. The customer was sent a replacement power cord, which did not resolve her issue, so she was then sent a replacement pump. The customer was contacted by a complaint handler on 08/14/2017, at which point she confirmed that she was diagnosed with mastitis and was prescribed an antibiotic. She indicated that the mastitis was resolved and the replacement pump was working without issue. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged that when she went to use her pump in style it would not power on using the power cord. The customer also indicated that she got mastitis on (B)(6) 2017 and went to the hospital to get it taken care of.